Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: customer stated: "not able to recognize cassette" troubleshooting: issue confirmed, two of the smaller pins within the cassette loading dock are stuck - no patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.